Event description:
The account alleged the head of the stretcher was drifting down slowly. No pt impact.

Manufacturer narrative:
The technician replaced the pneumatic gas springs to resolve the issue.